Event description:
This event was captured based on review of the article, percutaneous endovascular repair of popliteal artery aneurysms. It was reported through a research article that following a percutaneous popliteal artery aneurysms (paa) that a vascular closure device was used in 16 patients. Proglide devices were used in 11 of the patients, with a 5fr sheath. A patient experienced bleeding from the puncture site and the popliteal stent thrombosed during the surgical repair of the bleeding site. This patient required bypass grafting which was successful. The vascular closure devices were between april 2009 to july 2012. Details are listed in the attached article, titled percutaneous endovascular repair of popliteal artery aneurysms.

Manufacturer narrative:
(B)(4). Date of occurrence entered as april 1, 2009 as the procedures occurred between april 2009 and july 2012. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Literature: smialkowski, a.o.; huilgol, r.l. (Annals of vascular surgery, springer, 8/2014; pgs: 28 (6) p.1469-1472): percutaneous endovascular repair of popliteal artery aneurysms.